Event description:
The physician used a cook endoscopy howell dash-21 sphincterotome during an ercp procedure. Upon completion of the sphincterotomy it was noted the cutting wire had broken proximally and distally. A small portion of the broken cutting wire was located in the patient's papilla and was retrieved using a snare. An injury to the patient was reported.